Event description:
Livongo glucose monitor issues. Blood glucose strips will not absorb blood. The meter can not read the strips. I have tried 8 strips in a session and can not get results. I have tried different lots of the strips but they do not absorb blood. It takes me 5 to ten attempts to get a reading. Tried different angles to no avail. The manufacturer has sent replacement strips but same outcome. Unable to determine if it's the strips or monitor. FDA safety report ID # (B)(4).